Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and stated that they suspected loss of capture (loc) as well. The plan is to reprogram the device. The device remains in use. No adverse patient effects were reported.